Manufacturer narrative:
The dislodged stent was returned in the lumen of a telescope gec. The stent delivery was not returned for analysis. The distal struts of the stent which were exposed outside the telescope gec appeared deformed. The stent was removed easily from the telescope gec by pulling it distally, no resistance was encountered. On removal, the stent appeared to be kinked. No other deformation was evident to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no issues noted when removing the protective sheath from the 4.00x18mm resolute onyx stent. The inflation device remained on neutral pressure during delivery of the device. The device was inspected prior to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the stent dislodged inside the end of the telescope. The dislodged stent was removed with the telescope. The procedure was completed following re-wiring, pre-dilation and successful delivery of a new 4.0x18mm resolute onyx device. Kissing balloon technique was then used in the circumflex and om1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx (4.00 x 18) rx coronary drug eluting stent to treat a bifurcation in the mid circumflex artery /obtuse marginal. The lesion exhibited 90% stenosis, mild tortuosity and mild calcification. The device was inspected, and negative prep was carried out prior to use with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered advancing the device and excessive force was used during delivery. A 3.5 x 15 resolute onyx was firstly implanted in the ostium of the obtuse marginal. A "crush technique" was used to deploy the 3.5 x 15 stent. A 6f telescope guide extension catheter was then advanced to the crushed stent. It was reported that the resolute onyx (4.00 x 18) device was advanced however was unable to cross the lesion. Stent dislodgement occurred during removal following failed delivery. The stent was stuck in the end of the 6f telescope. The telescope, guide catheter, and stent delivery balloon were withdrawn as a unit out of the body. The procedure was completed following re-wiring, pre-dilation and the use of kissing balloons which enabled stent delivery. No patient injury was reported.